Event description:
It was reported that the patient presented in clinic for normal check. Upon review, the right ventricular lead exhibited high threshold and low sensing due to endocarditis. Programming changes were made. No intervention was performed. The patient would continue to be monitored.